Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported recurrent mitral regurgitation (mr), tissue damage, and arrhythmia could not be determined. The reported patient effects of recurrent mr, tissue damage, and arrhythmia are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report post procedure, tissue damage and recurrent mitral regurgitation occurred requiring an additional mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. Sometime in september, the patient presented with heart palpitations and a transesophageal echocardiography (tee) showed mr grade of 4 and a chordal rupture. The clip implanted was noted to be stable on both leaflets. On (B)(6) 2020, a second procedure was performed for treatment. One clip was implanted reducing mr from 4 to 2. No additional information was provided.